Event description:
Review of svc data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse testing with associated code 203. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As rec'd the monitor failed incoming pulse testing with associated code 203 - pulse test fault. The cause for the code 203 is in ability to fire a pulse. The cause for the inability to fire a pulse is low resistance on the +10.8df line. The cause of the low resistance is defective igt control mosfet drivers (u15, u16, u17, u18) on the defibrillator board. The root cause of the defective drivers cannot be positively identified. No adverse event resulted from the defective drivers. The last pt to use this monitor did not report any deficiencies.